Event description:
It was reported that the insulin pump alarmed motor error and no delivery. Customer stated that the motor error alarm occurred during bolus and they were able to rewind the insulin pump. Customer's blood glucose reading at the time of the call was 400 mg/dl and has treated with five units of insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case near the display window corner, minor scratches on the display window, a cracked reservoir tube, scratched reservoir tube window, a cracked reservoir tube lip, cracked battery tube threads, a stained end cap sticker and a stained address and serial number label.